Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter would break easily. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: catheter break easily.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ bc shielded IV catheter the catheter would break easily. This occurred on 7 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: catheter break easily.

Manufacturer narrative:
H.6. Investigation summary: bd received seven 22 gauge insyte autoguard blood control units from lot 8303521 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed a v-shaped cut in the catheter tubing on five of the units. The other two units has no physical/mechanical damage observed. Based off the visual inspection the engineer was able to verify the reported issue. However, since the units were received outside of their original packaging a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.